Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of adaptive stimulation increasing was unknown. The rep reported that the patient was given high density settings without adaptive stimulation per his request. The rep reported that adaptive stimulation had been turned off. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient¿s controller randomly goes into spanish and MRI mode. The patient had attempted to reset the controller multiple times. The patient also was no longer getting stimulation where he needed it because the pain had moved to his belt line or low back. It was noted that the adaptive stimulation had gone up to 11 randomly so the patient turned off adaptive stimulation. The patient was not happy with how long it takes to change adaptive stimulation if he changed the parameters himself and it was reviewed that this was for safety purposes. The patient was given high density settings to see if that may be more comfortable. The indication for use was non-malignant pain and failed back syndrome-other.